Event description:
It was reported that during a device upgrade procedure the physician cannulated the coronary sinus, found an appropriate branch, and decided to use this lead over the guidewire. The lead was flushed, but when back loading the guidewire blockage was experienced at the connector end of the lead, whereas the flushing went smooth. A lead fracture was alleged. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the fracture allegation.

Event description:
It was reported that during a device upgrade procedure the physician cannulated the coronary sinus, found an appropriate branch, and decided to use this lead over the guidewire. The lead was flushed, but when back loading the guidewire blockage was experienced at the connector end of the lead, whereas the flushing went smooth. A lead fracture was alleged. A new lead was thus used. This lead was expected to be returned. No adverse patient effects were reported.